Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the patient for the endovascular treatment of an 85mm taa. Approx. 7 months post procedure, it was reported the patient presented emergently with back pain. CT showed a distal type ib endoleak and migration of the graft into the taa sac. Intervention was performed the same day where a vamf4040c100 was used to extend along with endoanchors to resolve the event. Per the physician, the cause of the event was progressive dilation due to patient anatomy no additional clinical sequalae were reported and the patient is fine.